Event description:
A (B)(6) male underwent evar on (B)(6) 2012. The physician placed one flex main body and four zsle devices. The pt had a tight proximal right common/aortic bifurcation. Upon advancing the main body, the calcium cracked causing severe atheroma and eventual cause of death was kidney failure. The pt expired on (B)(6) 2012.

Manufacturer narrative:
Pt - death is labeled in the IFU. Patient and device - occlusion is labeled in the IFU. Event eval: still under investigation.